Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman truseal access system was not returned; therefore, device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman truseal access system, part # m635ts70020 batch # 0036993896. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman truseal access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include functional testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. Risk review a risk review was completed and confirmed that the event of sheath kink (procedure cancelled) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The reported kink was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted and then positioned the was in the laa of the patient. It was noted that after the was was positioned it had become kinked. The physician ended the procedure due to the damage, and no closure device was attempted to be implanted. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted and then positioned the was in the laa of the patient. It was noted that after the was positioned it had become kinked. The physician ended the procedure due to the damage, and no closure device was attempted to be implanted. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.